Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated hybritech psa (hyb-psa) result on a prostatectomy patient generated by the access 2 immunoassay analyzer. The elevated result was reported out of the laboratory. The sample was repeated on the alternate method and lower result was produced which matched the patients' clinical presentation. Patient treatment was not impacted by this event.

Manufacturer narrative:
The sample was sent to customer product line support (cpls) east for additional testing. Cpls replicated the customer results. Cpls performed dilution testing which detected heterophile interferent substance. Service was not dispatched. Patient source interferent is the root cause of this event.